Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator was leaking on the blood/gas side and liquid leakage to the outside. No patient involvement. The product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The actual sample was inspected with no breakage or other anomalies that could lead to leak. The sample was then rinsed, the blood channel was filled with water colored for better visibility, and the pressurized at 2kgf/cm2. No fluid leak to the gas channel was observed. Afterwards, the water channel was filled with water and pressurized at 3kgf/cm2 and no fluid leak to the gas channel was observed. The evaluation shows no anomalies noted in the pressure resistance of the blood channel and the water channel. The reported leak to the gas channel could not be reproduced; therefore, the cause of the leak cannot be clarified form the condition of the actual sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 24, 2022.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - updated lot number). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.